Event description:
A 59-year-old male with a history of coronary artery disease status post CABG developed post-cardiotomy cardiogenic shock. A multidisciplinary heart team elected to implant both an impella 5.5 for left-sided mechanical circulatory support and an impella rp flex for right-sided mechanical circulatory support, initiating bipella support. Following device placement, the patient returned to the intensive care unit hemodynamically stable. Over the subsequent days, the patient demonstrated clinical improvement with gradual weaning of inotropes and vasopressors while supported with bipella. On day 5 of bipella support, the impella rp flex displayed: pulmonary artery pressures drifting to negative values, no corresponding change in motor current, findings consistent with differential pressure (dp) sensor drift. Abiomed was consulted and the care team was advised to: closely monitor motor current values, and use alternative hemodynamic monitoring methods (e.g., pa catheter, clinical examination, and standard hemodynamic tracings). The patient remained hemodynamically stable despite the sensor drift. The patient was: extubated, underwent thoracentesis with drainage of bloody pleural fluid, received 1 unit of packed red blood cells for anemia. Throughout this period, both the impella 5.5 and impella rp flex continued providing mechanical support as intended. Following stabilization but ongoing complex medical needs, the patient elected to pursue comfort-focused care. He requested withdrawal of mechanical circulatory support, and bipella support was discontinued in accordance with his goals of care.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.